Event description:
It was reported that the device bricked while downloading the new software. Evaluation of the returned device identified a cracked downstream occlusion (dso) seal, and that the upstream occlusion (uso) seal was not flush with the chassis.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection identified a cracked downstream occlusion (dso) seal, and that the upstream occlusion (uso) seal was not flush with the chassis. This indicated a reportable malfunction based on the dso and uso seals. The dso and uso seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.